Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter hub was not able to connect to the q-syte connector and leaked. The following information was provided by the initial reporter, translated from french: "connection problem with the catheter hub when nurses try to connect the q syte extender to the catheter, they have difficulties and leakage"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter hub was not able to connect to the q-syte connector and leaked. The following information was provided by the initial reporter, translated from french: "connection problem with the catheter hub. When nurses try to connect the q syte extender to the catheter, they have difficulties and leakage."